Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was in the quick release. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.